Manufacturer narrative:
Initial and final MDR 1(B)(4) - MDR device 6 of 6. E1: patient city: (B)(6) patient country.

Event description:
Unomedical reference number (B)(4) event occurred in united states it was reported that patient faced six infusion set cannula bent events, three occurred on 10-apr-2024 and three occurred on 13-apr-2024. The event occurred after 3 to 5 hours of insertion. The insertion site was at abdomen. The blood glucose level at the time of event was 400 mg/dl and there were severe elevated level of ketones. Patient resolved it by correction bolus via pump followed by replacing infusion set and resumed insulin successfully. Health care personnel (hcp) identified that ketone level were dangerous and life threatening. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.